Event description:
A lead extraction procedure commenced to remove a right ventricular (rv), right atrial (ra), and left ventricular (lv) lead due to bacteremia. Spectranetics lld ez lead locking devices (lld ezs) were inserted into each lead to provide traction. Utilizing a spectranetics glidelight laser sheath, the ra and lv lead were removed successfully. Then, switching to a spectranetics 11f tightrail rotating dilator sheath, along with a spectranetics large visisheath dilator sheath on the rv lead, progress stalled at the superior vena cava (svc)/ra junction. While upsizing to a spectranetics 13f tightrail rotating dilator sheath, the patient¿s blood pressure dropped, and a pericardial effusion was detected via transesophageal echocardiogram (tee). Rescue efforts began, including sternotomy. An svc/ra junction perforation was discovered and repaired. The decision was made to abandon the extraction procedure; therefore, the lld ez, along with the rv lead, were cut/capped and remained in the patient (MDR#: 3007284006-2026-00066). There was no attempt made to unlock the lld ez. The patient survived the procedure. This report captures the visisheath in use when the perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
B6) relevant tests/laboratory data - not available from facility. H3) the visisheath was discarded, thus no product investigation was performed. H6) per IFU, perforation is listed as a potential adverse event with use of the visisheath device.